Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 2 atmospheres for 3-5 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications. Patient was in good condition.